Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
A ventilator device was reported failing the system pre-use check test. The device was investigated by one local dealer, when removing the top of the patient unit, dark stains was observed on the pneumatic back-plane printed circuit board (pcb). When the pcb was dismounted, traces of oxidation was observed on the back side of the pcb surface, the pcb had been exposed to liquid. The ventilator device passed pre-use check without any more issues after the replacement of the liquid damaged pcb. Attempt to contact the complaint originator in order to receive pictures or the actual replaced pcb in return have been made but failed. The pcb will not be further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Reported device was manufactured in the year 2014. The issue indicates that the device operation have been outside prescribed environmental conditions, the cause is concluded to be an unintended user error. H3 other text : 4114.